Event description:
During the device evaluation, it was identified that the homechoice (hc) had failed the returned instrument test/evaluation (rite) functional testing for therapy monitored volume. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). Review of the device logs did not confirm the additional issue of rite functional test failing. The internal and external inspection of the device found no issues. Also, the device had passed the specifications for manual temperature test and for the returned instrument test/evaluation (rite) electrical safety analyzer test. However, the device had failed evaluation (rite) functional testing. It also failed a manual volumetric accuracy test, which was related to the rite accuracy failure. The test door piston foam was installed and the manual volumetric accuracy test had passed. Once the original door piston foam was placed back into the device, the device failed the manual volumetric accuracy test again. An inspection of the door assembly found that the door piston foam was deteriorated. As a result, the cause for the additional issue of rite functional test failing was determined to be a deteriorated door piston foam. Therefore, it was recommended that the door piston foam be replaced. The device was sent for servicing where the door piston foam was discarded. Should additional relevant information become available, a supplemental report will be submitted.